Event description:
It was reported the patient was admitted to the hospital for increasing dyspnea and signs of heart failure. Interrogation of the device indicated the elective replacement indicator had triggered and the device switched to vvi 65 programming. The device battery exhibited premature depletion due to high battery impedance. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and has been analyzed. High battery impedance leading to eri. Eri due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.